Event description:
It was reported that during an unknown laparoscopic procedure, the clip could not be advanced into the jaws properly and malformed. The device was used around the stomach. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by event description "clip was not fed into jaws properly?" Please provide more detail regarding specific issue.

Manufacturer narrative:
(B)(4) - clip track non-conforming. The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 9 clips as intended. The instrument was disassembled and the clip track tab was found bent, causing interference with the feeder shoe. Please note this condition is unrelated with the event reported. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.